Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was delivering inappropriate therapies for 1:1 atrial-ventricular (av) conduction/sinus tachycardia episodes. It was also noted that there was undersensing on the right atrial (ra) lead on stored electrograms (egm). The device and lead remain in use. No further patient complications have been reported as a result of this event.